Manufacturer narrative:
A medtronic representative reported that while closing the imaging system door, it suddenly stopped and did not respond to the closing button. This happen during surgery. To solve the issue the medtronic representative did the following troubleshooting : used the pendant "close" button . Used the yellow button and the m button. And rebooted system. After these steps were performed, the issue was resolved. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while closing the imaging system door it suddenly stopped and did not respond to the closing button. This happen during surgery. To solve the issue the medtronic representative did the following troubleshooting: used the pendant "close" button. Used the yellow button and the m button. And rebooted system. After these steps were performed, the issue was resolved. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.